Event description:
Probe frosted up the shaft during the procedure. The patient had frost bite.

Manufacturer narrative:
Device discarded by the hospital. No device evaluation conducted. Review of device history records did not show any issues.